Event description:
During a remote follow-up, episodes of far-field r-wave over-sensing and inappropriate mode switch were observed on the device. The patient experienced palpitations. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.